Event description:
Pt was using cold therapy unit for post knee surgery - acl reconstruction. Pt claims necrosis of the skin around the knee occurred. Pt did have some skin grafting at the affected site - no details known at this time regarding the skin grafting.

Manufacturer narrative:
Customer identified the use of a donjoy bladder with the use of our cold therapy unit. Product will not be returned for evaluation based on pt's prerogative.